Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw handpiece device had a liquid leak. It was initially reported that grease was found on the velys robotic handpiece upon opening. The grease was swabbed and sent in a sterile orange container to ¿mdrd¿, and ¿mdrd¿ was notified. The scrub nurse changed gloves and opened another velys robotic handpiece, which was inspected and found free of grease. There was no patient involvement. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary- photos were reviewed and did not confirm the reported issue. The actual device was returned for evaluation. The issue could not be confirmed, but it was found that a seal in the handpiece was damaged. Even though the evaluation did not confirm the reported issue, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. Further investigation and assessment is covered in the quality system. The cause of the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. Further investigation and assessment of this design issue is covered in the quality system. The issue is being addressed through a CAPA. The assignable root cause was due to design. The most probable root cause for the damaged seal is component failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.